Event description:
It was reported that when sectioning the crown off a tooth, the bur broke in the pt's mouth. It was also reported that the procedure was stopped to locate and retrieve the broken piece. It was further reported that the bur shaft shifted and scratched the pt's gum tissue. It was also reported that the surgery was delayed by 10 seconds and the procedure was completed successfully.

Manufacturer narrative:
The bur subject to this investigation was returned to the manufacturer for evaluation, it was visually confirmed the head of the bur was broken from the shank. The returned bur was measured where possible and all critical specifications were met. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.